Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. 510k: this report is for an unknown tfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implanted, explanted dates: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) literature article.pdf].

Event description:
This report is being filed after the review of the following journal article: murakami, a., yoshida, s., taira, y. And yasunaga, t. (2017), clinical experience of tfna middle nail for unstable pertrochanteric hip, the central japan journal of orthopaedic surgery and traumatology, vol. 60, pages 947-948 (japan). The purpose of this study was to focus on four cases of unstable femoral trochanter fracture treated with the tfna middle nail from july 2016 to january 2017. There were 3 males and 1 female, with an average age of 88 years (74 to 91 years old) who underwent fracture fixation with unknown synthes tfn-advanced proximal femoral nailing system. The following complications were reported: two patients had experienced frontal femoral pain. This report is for an unknown synthes tfn-advanced proximal femoral nailing system. This is report 1 of 1 for (B)(4).